Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Additional, changed, and/or corrected data: d.1, d.2., d.4., h.4., h.6.

Event description:
Healthcare professional reported left side device rupture. The device has been explanted and replaced with non abbvie product.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ rupture: one opening observed on posterior side assessed as fold flaw opening additional observations: ¿ yellow particles observed on the surface of the shell. ¿ creases were observed. No further actions are required as the device was implanted. A review of the device history record has been completed. No deviations or non-conformances noted. Additional, changed, and/or corrected data: d9, e3, h3, h6

Event description:
Healthcare professional reported left side device rupture. The device has been explanted and replaced with non-abbvie device.

Event description:
Healthcare professional reported left side device rupture. The device has been explanted and replaced with non abbvie product.

Manufacturer narrative:
(B)(6). Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. The reason for reoperation is: rupture.